Event description:
Pt called facility's risk mgmt and outpatient svs to inform them of her allergy to latex. She asked to be the first pt in office. A latex tourniquet was in room. Nurse handled two more tourniquets in the room. Pt asked nurse to wash hands and remove the tourniquets from the room. Nurse drew the blood. Within 15 mins of leaving the facility, pt experienced severe itching. Pt took 20 mg of prednisone. Pt took 50 mg benadryl and 10 mg "zystec" before going to the facility. Pt notified risk mgr of the reaction. Pt feels staff was not trained properly.